Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be missing. Evaluation revealed the down keypad button was auto-scrolling and the contrast button was unresponsive. Investigation of the up and ok keypad buttons could not be completed due to the down button issue. There was evidence of keypad contamination found under the contrast, down, and up button key contacts. The contrast button contact was missing and the down button contact was inverted. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad issues and a display issue. This report is made based on results of the investigation performed on (B)(4) 2014.